Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a re-programming session, the patient's programmer reflected a "replace generator soon" error message. A company representative also used a clinician's programmer and received the same message. It was determined the patient's ipg is depleting prematurely. As such, the company representative will follow-up with the patient at a later date as the next course of action. No other interventions have been planned.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(4) 2017.